Manufacturer narrative:
Updated: failure analysis found no fault with the therapy pca. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no patient involvement.